Event description:
It was reported that a skin reaction at the puncture site occurred. The sensor was inserted in the arm on (B)(6) 2025, and alcohol was used to prepare the site prior to insertion. According to the consumer, on (B)(6) 2025, he experienced redness, inflammation, an abscess with infection at the puncture site. He had pain sensations in the area. On (B)(6) 2025, customer service followed up with the consumer and received additional event information. On (B)(6) 2025, he went to urgent care for evaluation (no treatment details specified). The next day on (B)(6) 2025, he went to the emergency room (ER) in the evening where he was diagnosed with a staph infection and an incision and drainage procedure was completed at the ER. He remained in the ER for three hours. The customer received prescriptions for two oral antibiotics to take at home (bactrim for 7 days, keflex (unspecified dosage). After completing the antibiotics, the site healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).